Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The two log files contained data which captured low-speed hazards and pump stop events before, during, and after the distal end repair. The patient appeared to be supported by the patient cable and power module during these events. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (lead_. However, a root cause for the pump stop events could not be determined through the evaluation of the returned portion of the lead. Approximately 17 inches of the external portion/distal end of the percutaneous lead was returned. An electrical continuity test of the 17 inch portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that there was a pump stoppage event on (B)(6) 2016. The patient denied any audible or visual alarms during the time of the event. The vad coordinator stated that the patient's external percutaneous lead has "areas of extreme wear" and has had rescue tape applied in the past. Upon pressing on a portion of the percutaneous lead (driveline) with the most extreme wear, the vad coordinator noted a significant elevation in power and flow from the patient¿s baseline values but a pump stop alarm was not produced. The patient remained asymptomatic. A log file submitted to the manufacturer¿s technical services for analysis confirmed pump stoppages. On (B)(6) 2016, the technical services representative performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2016, it was reported that a low speed hazard alarm occurred. The submitted log file confirmed the low speed hazard. The patient was provided ungrounded power module patient cables for use when the lvad system is connected to the power module. No additional information was provided.

Manufacturer narrative:
It was initially reported that the event was a malfunction. The patient had subsequently undergone a transplant procedure. The device has subsequently been explanted.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2017. The patient had been upgrade on the transplant list to status 1a by exception for transplant due to the pump stoppages. The device would not be returned for evaluation.